Manufacturer narrative:
During evaluation it was found the u1003 on the ca board. Reporting out of abundance of caution. The root cause could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported the monitor is staying on after the power has been disconnected.